Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following implant, the patient's right ventricular lead had dislodged three times. The dates and information surrounding the first two dislodgements were unknown and not provided other than the first occurring after placement in the right ventricular septum and the second occurring after placement in the right ventricular apex. The third dislodgement resulted in the physician explanting and replacing the lead. There were no patient consequences.

Manufacturer narrative:
The lead was returned due to lead dislodgement. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.